Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2020, the patient experienced stoma site pain, abrasion, redness, granuloma, and infection. The patient was initially treated with oral antibiotic, keflex for ten days with no improvement. On (B)(6) 2020, the patient was treated with topical nystatin ointment and a second round of oral antibiotic, keflex 500 mg twice daily for 14 days. Therapy completed on (B)(6) 2020, and it was reported that the stoma issues have healed.